Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Additional information has been requested from the healthcare provider. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with a 31 mm bioprosthetic pericardial mitral valve, implanted for two (2) years and seven (7) months, underwent a valve-in-valve procedure due to mitral regurgitation. The tmvr was performed with a 29 mm edwards transcatheter heart valve. As reported, the procedure "went well" and patient outcome was "good." No additional details were provided.